Event description:
(B)(4). Injury alleged. Malfunction alleged. Dealer states it was reported that the end users caregiver believed that his leg was broken by being entrapped in the rails. The exact date unknown. The broken leg was discovered the physical therapist reported hat he was unwilling to work with his legs. Upon x-ray it was discovered that the leg was broken. (This is the third of three reported incidents involving the same end user and device.) MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model bed-2, serial number/date code (B)(4) is approximately 13 years old. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Per the dealer, the end user has the medical conditions of cerebal palsy and respiratory abnormalities, and is unable to care for himself. He is unable to walk and uses a wheelchair on a regular basis. This is the third of three reported incidents involving the same end user and device. The male consumer's age is (B)(6), height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.